Event description:
Caller reported that insulin gauge showed a different amount than expected, displaying 0 units instead of the anticipated 150 units. There was no adverse impact to the customer¿s blood glucose level. Customer addressed the issue by loading a new cartridge and received advice from technical support on how to prevent future occurrences; they were instructed to manually press the top button to ensure tasks are completed on the pump and to call back if further issues arise.